Event description:
It was observed that during the device evaluation, the led on the control panel didn't light up. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the led on the control panel didn't light up due to poor contact of the front panel. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.